Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device received a 'no o2 dosing possible' alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was received for repair and preventive maintenance. The oxygen sensor and o2 safety valve were replaced during evaluation. All calibrations and functional checks were completed successfully.